Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis and a bent delivery catheter (dc) shaft was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information provided, a cause for the reported sleeve steering issue cannot be determined. The bent dc shaft was due to shipping/transit. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received, but investigation has not been completed. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report a steering issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared per the instructions for use and inserted into the steerable guide catheter (sgc). It was noted that both blue lines were lines up correctly when inserting the cds. The clip was advanced into the valve, but when applying m-knob, the clip deflected in a lateral direction; therefore, the physician decided to remove the device. It was noted that when removing the cds, the blue lines remained correctly aligned. After the clip was removed, the physician decided to test the device outside the anatomy. At this time, the clip deflected correctly when applying m-knob. However, the physician did not trust the device so an additional cds was prepared and inserted. Two clips were successfully implanted, reducing mr to a grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.